Event description:
It was reported that there was no sound from speaker. The customer tried the speaker individually and it worked. There was no known impact or consequence to pt.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.